Event description:
A medical facility has informed richard wolf gmbh of an issue regarding an internal sheath resectoscope 22fr, part ID: 8675322, lot # 1225568. According to the received information, during a laser resection the resectoscope ceramic tip detached inside the patient. Also, noticed the ceramic tip detaching from the inner shirt of the gown. All parts were recovered and the scheduled procedure was successfully completed. However, the operation time was extended by 40 minutes while the doctor try and removed the tip. There is no report of injury to the patient or other personnel.

Manufacturer narrative:
During the inspection, it was found that the forceps tube is broken at the transition to the connecting part. The cause is due to overloading. The internal sheath resectoscope 22fr, part ID: 8675322, originates from batch# 1225568, and was posted to new goods stock on (B)(6) 2013 with a quantity of (B)(4). No further complaints from the affected batch# 1225568 to date. Due to the damage pattern, it must be assumed that the insulating insert was significantly damaged, most likely during reprocessing or transportation. Mechanical pre-damage in conjunction with the formation of tiny stress cracks within the ceramic can lead to breakage of the ceramic and thus to a possible loss of parts even if the product is subjected to low mechanical stress during use. In general, the user is advised in chapter 8 of the corresponding instructions for use ga-d366 / en / 2018-03 v5.0 / pk18-9297 that a visual and functional check must be carried out before and after each use. Among other things, the user is advised to check the ceramic insulation at the distal end of the resectoscope shaft for damage before each use. Improper handling, e.g. Dropping, knocks, blows or similar mechanical stresses can lead to hairline cracks and/or ceramic flaking in the distal area of the resectoscope shaft. Products that are damaged, incomplete or have loose parts must not be used. Possible damage of the type mentioned above can be easily recognized by the hospital staff if these instructions are followed. In our risk analysis d3 rev.04, manufacturing-related, handling-related and design-related hazards were considered with regard to functional impairment as well as risks due to an unusable product with the corresponding extent of damage and the assumed probability of occurrence and assessed with an acceptable risk. Taking all findings into account, no systematic faults can be derived either from a functional, design or manufacturing point of view. Accordingly, no product-related measures are considered. The defects identified indicate user error. A trend or a significant increase cannot be identified.